Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse inspected the wash carousel; no issues were noted. The fse adjusted the mixer speed from 2,450 rpm (rotations per minute) to 2,500 rpm (system specification is 2500 ± 20 rpm). The fse calibrated the incubator belt and tested the vacuum system; no issues were noted. The fse successfully performed high sensitivity system check which was within system specifications. The fse advised the customer to re-analyze six patients for comparison; two of the six patient samples resulted higher than prior. The fse returned on (B)(4) 2011 and completed preventive maintenance (pm). The fse performed volume checks and routine system check; all system test results passed within system specifications. The fse performed a ten-replicate precision test for all three levels of the assay quality control (qc); all tests passed within the precision specifications of the assay. The unit conformed to the manufacturer's performance specifications. Beckman coulter customer technical support (cts) noted the customer used a wooden applicator stick to check the presence of fibrin in serum samples. Beckman coulter cts advised the customer if this is done in the original sample tube, it could disrupt cellular debris causing sample quality issues. The customer acknowledged. Beckman coulter cts advised the customer to consult the tube manufacturer for recommended pre-analytical sample handling procedure. This medwatch report is related to MDR 2122870-2012-00040.

Event description:
The customer reported elevated prostate-specific antigen (psa) result, above the normal reference interval, for one patient, involving access 2 immunoassay system. Subsequent testing of the patient's sample, from a second draw, produced lower result - within the normal reference interval. The elevated result was released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
Additional information: further investigation at beckman coulter customer product line support (cpls) laboratory indicated the cause of the erroneous patient result was due to sample contamination, through the use of transfer pipettes which had been likely contaminated with free prostate-specific antigen (psa)-containing agents, such as a quality control (qc) material or calibrators. It was noted the pipettors used were not beckman coulter, inc. Manufactured products. The mechanism of transfer pipette contamination is unknown.